Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were detected with a CT scan during the surgery, and were replaced (repositioned) to their intended positions during the very same surgery. The outcome of the surgery was successful as intended, with all screws placed to their intended positions at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to the screw placements at this surgery. There was no actual harm or negative clinical effect to the patient due to the screw placements at this surgery, neither due to the 15 minute prolongation of anesthesia. There are no further medical/surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported 3-4 medial deviation bilateral s2 is: a relative movement of the anatomy during the multilevel navigation procedure in between the sacrum/pelvic region at s2 and the more superior vertebrae including the one on which the navigation reference array was attached (l2 spinous process), due to the non-rigid fixation of the anatomy (vertebrae) between the reference array and region of interest, and the forces applied to the anatomy by the instruments during the channel creation. Post-operative images showed an anatomical shift at the sacrum occurred that would allow for a medial deviation (and medial breach) on both left and right s2 iliac screws. Operating on a different vertebra/bone than the one the patient reference array for navigation is fixed to, especially if the connection in between the vertebra/bone is not rigid can cause relative movements of the actual anatomy during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. A contributing factor was the instruments appear to have been in contact with the surrounding skin and tissue at the incision site during channel creation (probe and tap) and screw placement with the screwdriver at s2, which would have caused forces on the instruments during their use in such a way that a medial deviation of the screw could occur if the user was needing to manipulate the instrument against these forces to stay in-line with the intended trajectory. As visible in the logfiles and screenshot data, there is evidence the instruments were already taking a more medial path than the intended trajectory, which was visible on the display of navigation (and therefore no contribution from the display of navigation or its use to this contributing factor). The resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine and pelvis for fusion from l3-pelvis for a lumbar instability/revision, with intended placement of 10 pedicle/sacrum screws for fixation, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 2.0. During the procedure the surgeon: with the patient in prone position (left side), made an incision, performed the exposure, and attached the navigation reference array to the spinous process of l2 acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy of the registration to proceed. Calibrated a non-brainlab probe, tap, and screwdriver to the navigation software, and accepted the accuracy of the calibrations to proceed. Planned the trajectory for the left s1 screw in the software. Used the navigated probe to open and create a screw path in left s1, used the navigated tap to prepare the screw path, and used the navigated screwdriver to place a screw down the prepared path. Repeated the previous two steps for right s1, and bilateral s2, l3, l4, and l5. Obtained a verification CT scan and detected that the bilateral s2 screws were not placed as planned, deviating 3-4mm medially at the target only. Replaced (repositioned) the bilateral s2 screws conventionally. According to the surgeon: the misplaced screws were detected with a CT scan during the surgery, and were replaced (repositioned) to their intended positions during the very same surgery. The outcome of the surgery was successful as intended, with all screws placed to their intended positions at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure due to the screw placements at this surgery. There was no actual harm or negative clinical effect to the patient due to the screw placements at this surgery, neither due to the 15 minute prolongation of anesthesia. There are no further medical/surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.